Event description:
Report received from abbott int'l affiliate, abbott japan, of bleedback into pressure monitoring tubing. The report states "although intraflo was connected with the line of the saline bag which was pressurized by pressure cuff (300mmhg), a pt's blood flowed backward." Add'l pt and event info has been requested, but no further info has become available. If further info is received, it will be forwarded to the agency in a follow-up report.

Event description:
Add'l info received from abbott int'l (abbott japan) which states "the dr used the device for thrombolytic therapy. The bleeding seemed backed up to around the intraflow device, but he have no idea how far up. The arterial line remained patent. No harm occurred on the pt. Unk to the rptr if the user was able to flush the device or if any interventions were required."